Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The detailed investigation showed that the issue described was due to a hardware problem. There was a communication error between the real time computer (rtc) and the image acquisition system (ias) pc. Subsequently the system went into bypass fluoro mode. This mode is a specified system behavior that mitigates the effect of such an issue. According to information provided by the customer, a fiber optic cable from the rtc to the ias was bitten off by a mouse. The customer linked the fiber optic cable by themselves. No parts were replaced, and no corrective measures were required. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.